Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received multiple inappropriate antitachycardia pacing due to oversensing of noise on the ventricular lead. It was noted that during one episode of noise resulting in atp, the atp caused the patient to go into ventricular tachycardia and an appropriate shock was delivered successfully. Sensing and lead impedance were good and stable. The lead was capped and replaced on (B)(6) 2018. The patient was doing well post procedure.